Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6), dr. (B)(6) was performing a revision of a prior fusion with bilateral pedicle screws from l3-s1. While using the t25 attachment ( item hd203t25) from the srb set, he tried to loosen one set screw when the tip of this sheered off. The piece was retrieved and all screws were removed successfully. While inserting a new 8x45mm screw (item 1867-31-845) into the left l3 pedicle, the expedium screw driver (#2797-12-400) tip broke off inside the screw. The screw was removed and a new screw was successfully placed. Later in the case while trying to insert a new screw (#1867-31-750), the same thing happened where the tip of the expedium driver broke. Again, after the screw head/screw was removed , a new replacement was successfully implanted. Later in the case when the surgeon was trying to place a 10x65mm screw (#1797-12-165), the tip of another screw driver (item #2797-34-000) broke as well. The screw was properly placed so no adjustment to the screw needed to me made. I asked the surgeon if the broke tip had stayed in the screw itself, at which point he said he believed it did. I strongly recommended that he retrieve the broken piece. I believe he retrieved some of the piece but I cannot confirm the entire piece was retrieved. At this point, the case continued with no other issues. There was no harm to the patient. Was surgery delayed due to the reported event? Yes, if yes, number of minutes: approx. 60, action taken when event occurred? Yes, the screws and implants were removed, was procedure successfully completed? Yes, were fragments generated? Yes, if yes, were they removed easily without additional intervention? --> no, if no, explain - there was some delay to remove the instruments, so I would not say they were ¿easily removed¿, patient status/ outcome / consequences - no, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? No, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: no, is the patient part of a clinical study - unknown.

Manufacturer narrative:
Product complaint #: (B)(4). UDI: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual examination at the microscopic level revealed that the fracture was located at the driver¿s distal tip. The fracture analysis report reveals plastic deformation at the hex lobes and torsional shear markings following a circular pattern. This suggests the fracture tip underwent a quasi-static overload torsional shear failure. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause for the driver¿s distal tip becoming fractured cannot be positively determined. However, the fracture analysis report suggests that the fractured tip underwent a quasi-static overload torsional shear failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.